Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 29 mm navitor vision valve was chosen for implant using a large flexnav delivery system. The patient's rhythm prior to the case was bundle branch block (bbb). The length of the membranous septum was 4.8 mm. During procedure, the cusp overlap technique was utilize and the pre-CT (computed tomography) showed a horizontal arch and a non-abbott wire was utilized. A pacing was provided during the case due heart block. The valve was implanted at a depth of 5 mm on both the non-coronary cusp (ncc) and the left coronary cusp (lcc). After deployment of the valve the patient's rhythm stabilized back to bbb. On 20 march 2025, it was reported that the patient received a permanent pacemaker on 14 march 2025. The patient was reported stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.